Event description:
The o.r. Director called to report an event about a sonometer size tip of this drill bit that broke off in the bone, and the tip remains in the pt. The surgeon is comfortable with leaving it there.